Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the display tested out of electrical specification. The battery contacts were compressed. One side bail cover was broken and the ring was bent. The encoder flex tested out of mechanical specification.